Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on (B)(6) reported the patient had the lead and generator replaced and implantable neurostimulator (ins) and lead would not be returned for analysis. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot# va0ajqh, implanted: (B)(6) 2013, explanted: (b)(46 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0ajqh, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient reported a revision. The patient stated the lead wires had to be replaced due to previous falls and it was time for a battery replacement. The patient noted the manufacture representative (rep) was there and reviewed some information with her. The patient noted after the fall, it hurt their back in the lead area when she sat down, and the patient had a return of symptoms, and had to go more often. The patient noted the location of the symptoms was in the middle of their back. The patient noted the symptoms were sudden in onset. The patient noted the symptoms began in about march. There were no further complications that have been reported as a result of this event.